Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced loss of pain control. At one point, the pump contained morphine sulfate 50 mg/ml at a daily dose of 7.338 mg. Different combinations of medications and rates were programmed, but he continued to be without relief. In effort to decrease the pt's pain, the catheter was revised. During the surgical revision on (B)(6) 2010; the catheter was spliced. The event was described as on-going. The pt continued to be without pain relief. He was even in the clinic on (B)(6) 2010; the pump was filled with another combination of medications.